Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient tested the alert functionality and reported the alerts were not functioning correctly. Distributor did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).